Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time the event occurred. A philips remote service engineer (rse) received a complaint indicating that fluoroscopy error. Customer stated that users rebooted the system a couple of times and on the third attempt the system worked normally. Quotation has not been accepted by the customer. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave a fluoroscopy error and was not functioning until three reboots were performed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.